Event description:
Rep attended a meeting at (B)(6) on (B)(6) 2012, with the vascular surgeons to discuss the recent exp of a pt following a ruptured aortic aneurysm on (B)(6) 2012. The details are as follows; pt had a successful cook endovascular aortic aneurysm repair on (B)(6) 2008, using a flex main body and three iliac leg grafts (lot numbers to be confirmed by the hosp as the notes are with the coroner). After seeing the last CT stills of the final run and reading the pt's notes there was written confirmation of no endoleaks detected. Pt was seen as part of the surveillance protocol with the trust in (B)(6) 2010, where he required secondary intervention of 2 neck extension pieces. Pt was last examined as part of the surveillance process on (B)(6) 2011, when he had an abdominal x-ray and the graft was documented in the pt's notes as been intact. On (B)(6) 2012, the pt was admitted as an emergency to (B)(6) with right upper quadrant pain. On the (B)(6) 2012, he had a CT scan which showed the attached image; unfortunately pt suffered a ruptured aneurysm and expired on (B)(6).

Manufacturer narrative:
(B)(4) - death is labeled in the IFU. (B)(4) - rupture is labeled in the IFU. Event eval: still under investigation. During a meeting it was made clear that both consultants require cook medical to contact (B)(4) as a proactive step by the company as they think the cook graft material on the limb is at fault and has completely ruptured resulting in the cause of the pt's symptoms and final rupture. However following the questions below from the rep requesting further info for the complaints dept and our standard legal process they have asked us to hold off reporting the incident until they look into the matter further. These questions and confirmations requested are; the scan picture was taken from the front and the limb issue is on the left, which side had the 2 limbs inserted, in which order where the 2 limbs inserted into each other. After looking more closely at the images and the numbers of stents in each piece is there any change that this is a limb dislocation of the 12 - 56 and 16 - 73 as the distal stent of the upper left limb and proximal stent of the lower left limb appear to be longer sealing stents. The right side does appear to be a single graft with the correct amount of stents for a 73 length. Following the rep's previous emails and complaints form and scan pictures for the pt treated at (B)(6) and consultant interventional radiologist confirms he has viewed all the relevant scans and the issue is a limb dislocation. The rep has also spoken to vascular surgeon and he also confirmed in writing that on each of the surveillance scans and x-rays (2008, 2009, 2010) there was evidence of limb movement but this unfortunately was not picked up. Please find consultant interventional radiologist views received: "I think my view on whether this is a dislocation or graft failure was made in passing after a quick look at the incomplete copy of the kmh CT which is on our pacs. I have reviewed all his previous nuh CT scans today (2008, 2009, 2010). These clearly show two limb extension pieces on the left side. The proximal of these is a 4-stent graft and the distal one is a 5-stent extension to the eia. Both left sided junction zones lie within the aneurysm sac. On the right side, the 2010 CT shows one 5-stent limb piece, which was subsequently extended to the right eia with add'l graft(s). The distal overlap zone on the left side measures approx 22 mm in 2008, 17 mm in 2009 and 12 mm in 2010. So the problem was one of stent-graft dislocation at the distal left junction zone and not one of graft fabric tear. I'm sorry if my somewhat cursory view of the data at the last mdt has mislead."